Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was initially fired with no problem. However, the device could not be removed since the anvil would not tilt, even by turning the open/close knob two full turns. The anvil was disconnected from the device and the device was removed with no damage to the tissue. It was discovered that three fourths of the anastomosis was not resected. Using surgical scissors, the remaining tissue was cut. The doctor used another device to perform an additional anastomosis to correct the problem. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of over 500cc. There was no extension of or time of over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).